Manufacturer narrative:
A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues (trocar fragmentation) reported for this lot #. A review of the device labeling, including the risk analysis, was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The device was returned in the unsealed thermoform packaging tray, with the injector wrapped in bubble wrap and loose in the unit carton package. No stents were returned. The device evaluation was completed, and the trocar was found broken at the splay. Deformation was also observed on the insertion tube, which likely occurred due to how the device was shipped back. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported event was not definitively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling, including the risk analysis, was completed. The reported issue (particulate/foreign matter) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, a "metal cylinder" instead of a stent deployed from the injector. Per report, the cylinder was removed intraoperatively, and the surgeon used a back-up device to complete the procedure with no report of patient injury. Additional information has been requested.